Event description:
The pump appears to infuse without alarm yet the vtbi never changed and the solution volume in the hanging bag never changed. Pump was reprogrammed and the vtbi changed but still no solution was infusing from the bag. Despite baxter's efforts to obtain additional information regarding the date the report occurred, the medication involved, pump programming and set-up information, specific patient details, tubing product code and lot number being used, and medical intervention, no further information has yet been obtained. Alternate contact information was requested but no alternate contact has yet been identified. There has been no record of any patient incident involving the pump since the last baxter service event.